Event description:
After using her cochlear implant successfully for four years, this adult patient began to experience painful sensations in the area around her implant. Her external equipment was replaced and several attempts were made to reprogram the speech processor. Ultimately, the patient could no longer wear the device without pain and discontinued using her cochlear implant. Device integrity testing revealed normal operation of the receiver/stimulator and suggested that the intracochlear electrode array may be severed. The patient's surgeon has recommended that she be reimplanted with a new device.

Manufacturer narrative:
This type of event is addressed in the device labeling.